Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor case battery tab was bent too far such that a battery could not be inserted, preventing the monitor from powering on. The root cause for the damaged battery tab was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to power on.